Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone failed battery test on the insulin pump. Troubleshooting for failed battery test was performed. Customer advised they received the alarm twice and changed the battery both times with different types of batteries. Customer was advised to monitor the insulin pump and that a replacement battery cap will be sent out.